Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's stimulation was increasing drastically when they move, and that it has always done this. On the day of the report when they moved the stim dramatically increased and they got stuck in a position and had to have their wife bring their controller so they could turn stimulation off. The patient feels stimulation from their ribs to their toes when the stim increases and that the ins was implanted for their legs/feet. It was noted that their chest was hurting. The patient was redirected to their hcp to address the issue. No further complications were reported.